Event description:
It was reported when the device was used during a low anterior resection, there was no known device malfunction. Twenty-four hours postperatively, the patient developed a fistula at the anastomotic site, which resulted in a second operation. The surgeon believes a malformed stapler contributed to the fistula. The patient is doing fine. There were no other patient consequences.